Event description:
It was reported that a post-implant x-ray showed a left apical pneumothorax. The patient was short of breath, was treated with oxygen, and incentative spirometry was performed. Repeat x-rays showed complete resolution and it was considered resolved, with no further patient complications reported.